Event description:
It was reported the patient experienced intermittent stimulation since implant. The stimulation intermittently shuts off for a few seconds, sometimes causing the patient to loose her balance while the patient is standing or walking. The intermittent stimulation is primarily in the left leg. The patient feels stimulation in the right leg but the pain relief is inadequate. The patient thinks there could be a short in the system. Movement does not cause stimulation changes. The patient was directed to contact the physician. It was recommended the patient use the patient programmer to verify whether the neurostimulator is on or off when the patient feels the stimulation turns off. It was also recommended the patient keep a diary of when and how many times she feels the stimulation turn off. Additional information has been requested from the hcp, but was not available as of the date of this report.